Event description:
Information was received that the patient is being treated with the vns for epilepsy, and not depression. No additional relevant information has been received to date.

Event description:
A report was received that an epilepsy patient attempted to commit suicide, and that the patient has a history of attempts. It is unknown whether the patient uses vns therapy to also treat their depression in addition to their epilepsy. Information was received from representative that the device diagnostics for the patient's device are within normal limits and her vns is working properly. No additional relevant information has been received to date.